Event description:
The customer reported that the device failed the defibrillation part of the opcheck. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the defibrillation part of the opcheck. There was no report of pt impact or involvement. Philips evaluated the device and verified the failure. The therapy pca was replaced to address the issue.